Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35r 6/box lot #73j2100805 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported event: staples jamming. There was no reported injury; a new device was used.